Event description:
The hcp reported the pt was getting no pain relief. The estimated reservoir volume was 5.4ml and the actual was 10ml. The hcp tried to aspirate from the cap and was not able to get any fluid back.